Event description:
It was further reported that during post dilation of the 2.75x24mm promus element ¿ stent using a 2.75x15mm non bsc balloon catheter, it was noted that there was a plaque with thrombus. The physician noted that the plaque with thrombus would have shifted to the distal left anterior descending artery (lad) and caused the no flow in the distal lad. After the no flow was noted, the patient went into bradycardia and cardiogenic shock. The physician attempted to aspirate the thrombus and intra-aortic balloon pump (iabp) was placed. Cardiac massage was performed. The physician noted that the calcification of the lesion, the malapposition of the 2.75x24mm promus element ¿ stent, low blood pressure and plaque shift with thrombus contributed to patient death. Autopsy was not performed.

Event description:
It was reported that malapposition of stent, no flow and death occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 60mm in length, eccentric target lesion was located in the mildly tortuous, mildly calcified and 2.75mm in diameter proximal to mid left anterior descending artery (lad). The lesion contained <= 45 degrees bend. An al2 guide catheter was placed. After a non bsc guide wire crossed the lesion, a 2x15mm non bsc balloon catheter was used for predilation of the lesion. Then 2.5x15mm non bsc balloon catheter was advanced for another dilation. Percent stenosis of the lesion immediately after predilation was 80%. Then a 2.75x24mm promus element ¿ stent was advanced but was not able to cross the lesion. The device was removed and predilation was again performed using the same 2.5x15mm non bsc balloon catheter. Then the 2.75x24mm promus element ¿ stent was again advanced but was unable to cross the lesion. The physician then decided to implant the 2.75x24mm promus element ¿ stent in the proximal segment the lesion. The stent was deployed at nominal pressure however it was noted that the stent was unapposed to the vessel wall so post dilation was performed using a 2.75x15mm non bsc balloon catheter. It was noted that there was no flow in the distal lad and the patient became sick. The physician attempted to dilate the distal lad using the 2.75x15mm non bsc balloon catheter to establish reflow but was unsuccessful. The patient went into cardiac arrest and died.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).